Event description:
The patient's mother called animas on march 16 and stated the pump only turns on when the battery cap is manipulated. When the battery cap was tightened to resistance and the o-ring was not visible the pump still would not turn on. The mother denies any damage to the battery cap contacts or spring. She said there was no corrosion in the pump. Multiple batteries were tried without success. However when the father manipulated the cap the pump finally powered on. The battery cap was replaced four to six months prior to the issue and is within the warranty period. There was no reported patient impact associated with this complaint. This complaint is being reported because there was no report of visible damage to the product yet the pump lost power intermittently.

Manufacturer narrative:
Serial number: (B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.